Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: apr 26, 2023 section h3. Device evaluated manufacturer?. Yes. Device evaluation: the complaint lens was received damaged (from override), overridden and stuck in the cartridge of the complaint handpiece. The lens was not removed to avoid introducing additional damage to the lens unrelated to the return condition. Cartridge tip damage (bent) was observed consistent with a handpiece that was potentially dropped or damaged during return shipping. No additional handpiece, cartridge, and plunger rod defects or assembly issues were observed before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue was observed in the handpiece cartridge which suggests that an inadequate amount of ovd was used during loading and insertion which can contribute to usage issues. The complaint issue "dc-unspecified/other w/ patient involvement, hs-capsule collapse, hm-capsule tear and pt-removal" was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the verbiage for section "h3-other (81)" was inadvertently not entered in section "h10" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted, hence not explanted. Section h6: medical device problem code: 3191: dc-unspecified/other w/ patient involvement. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was capsule tear/collapse with patient contact. It was noted that no incision enlargement was required. The outcome did not significantly interfere with patient's activities of daily life. No other information is provided.